Manufacturer narrative:
This event occurred during "last couple weeks" from the report date. (B)(6). The lot was manufactured between august 04, 2018 and august 05, 2018. The actual samples were not received; therefore, a device analysis could not be completed for the actual samples. However, 2 companion samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap at the base of the spike port of both samples. The reported condition was verified on the companion samples. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 5000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. There was no noticeable damage to the packaging. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.